Event description:
The pt offered no complaints pre-treatment. When the dr. Made rounds he ordered a test dose of infed (25mg). A very small amount was instilled IV push when the pt started having dry heaves and labored breathing. She also became diaphoretic and her blood pressure dropped to 90/2. 300 cc ns was given per the dr's orders. Her breathing continued to be labored but she never lost consciousness. She vomited x 1 - rescue was called and she was transported to the hospital.